Manufacturer narrative:
Additional information received reported no allegation against the low profile abutments. Low profile abutments did no fracture and doctor confirmed that the fracture mentioned in the report was send in error. Therefore, no malfunction, adverse event, serious injury or death has been reported associated to this device. Upon a reassessment of the reported event it has been determined that this event does not meet the definition of a complaint. As a result, no further medwatch reports will be submitted. The following sections have been updated: b4: date of this report, g4: date received by manufacturer, g7: checked "follow-up", h1: checked due to field is required, h2: checked follow-up type, h10: added manufacturer narrative.

Event description:
Additional information received reported no allegation against the low profile abutments. Low profile abutments did no fracture and doctor confirmed that the fracture mentioned in the report was send in error.

Manufacturer narrative:
Zimmer biomet (B)(4). Device lot number: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that a low profile abutment (ilpc341u) fractured at tooth location 7. No serious injury was reported associated to the fractured abutment.